Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped suddenly. Review of the pump history with tandem technical support showed the battery depleted from 60% to 1% within one day. The customer¿s blood glucose level was 105 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.